Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm did not sound from the adc device. As a result, customer was not made aware of changing glucose levels and felt hypoglycemic with symptoms of excessive sweating, "semi-unconsciousness", unresponsiveness, and seizure. The customer was treated with glucagon injection by partner and additionally self-treated with cookies upon feeling better. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the low glucose alarm did not sound from the adc device. As a result, customer was not made aware of changing glucose levels and felt hypoglycemic with symptoms of excessive sweating, "semi-unconsciousness", unresponsiveness, and seizure. The customer was treated with glucagon injection by partner and additionally self-treated with cookies upon feeling better. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The low glucose threshold in the alarm settings was set to 100 mg/dl. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarm was successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm did not sound from the adc device. As a result, customer was not made aware of changing glucose levels and felt hypoglycemic with symptoms of excessive sweating, "semi-unconsciousness", unresponsiveness, and seizure. The customer was treated with glucagon injection by partner and additionally self-treated with cookies upon feeling better. There was no report of death or permanent injury associated with this event.